Event description:
The device was connected to a pt diagnosed in cardiac arrest due to possible carbon monoxide poisoning. The device allegedly displayed a continuous check electrodes alarm and use of the device was inhibited. The electrodes were changed, however the device reportedly continued to display the check electrodes alarm. A second lifepak 500 automated external defibrillator was made available and used on the pt with no problems reported. The second unit gave a 'no shock advised' decision following an automated ECG analysis. An als crew subsequently arrived and diagnosed the pt to be in an asystolic rhythm. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition and the use of a backup device.